Manufacturer narrative:
(B)(4). During investigation, it was noted that the device had blood and tissue on it. Evaluation summary one delivery system and one capsule were returned to medtronic for evaluation. The capsule was not attached to the delivery system. The trocar needle was advanced. There was signs of tissue and blood. The delivery system was not bent and the plunger was not broken. The emergency release was not implemented. The delivery system did not have any visible damage. As such, the investigation concluded that the bravo delivery system was without damage.

Event description:
According to the reporter, during an esophageal procedure, a bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient. A repeat bravo procedure was not performed. The capsule was removed from the patient's mouth by the physician. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for over 10 years. A medela pump was used as the vacuum source. Lubricant was used to facilitate capsule placement. The delivery system and capsule are expected to be returned for evaluation. No other known adverse events were reported.